Event description:
A report was received that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well after the procedure.